Event description:
It was reported that on (B)(6) 2022, a patient's implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing caused by post-paced t-wave oversensing. Reprogramming was suggested but it is unclear if any was performed. The patient is described as stable.

Event description:
New information reports that the patient did receive a reprogramming intervention, and once more confirms that they were stable.